Manufacturer narrative:
This event has been recorded under (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that once the item was opened, a hair was found inside of the packaging. This event took place prior to surgery. The product was never opened on the field and the hair was seen while pulling the item for the case. There was no patient involvement and no harm/adverse event to the patient or the user.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the device history record for 00515047601 identified no relevant deviations or anomalies. Product examination found that there was a small piece of particulate inside the sealed sterile packaging. The particulate is larger than the acceptable criteria. This complaint is confirmed. The root cause of the reported event could not be specifically determined with the provided information. It is unknown how or when this particulate became present on this device. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information.